Event description:
A blue foreign substance was found on the tibial plate when the operating room staff opened the package.

Manufacturer narrative:
This report will be amended when our investigation is complete.